Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a post-operative check after an initial implant procedure. Upon interrogation, the right ventricular lead exhibited high capture thresholds. Fluoroscopy was performed and revealed right ventricular lead dislodgement. The physician repositioned the lead on (B)(6) 2020. The patient was in stable condition.